Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath and there was back bleeding into the hemostatic valve after insertion into the body. Approximately 10-20 ml of blood return was observed. No damages or dislodgments of the hemostatic valve, brim cap, or hub were noted. No air entered the patient's body. The sheath was replaced and the procedure continued. No patient consequences were reported.